Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg) was explanted and replaced and the ventricular lead was capped and replaced. The threshold on the ventricular lead was high and the ipg was at elective replacement time. The physician is not satisfied with the longevity of the ipg and wants to know if 'pacer is functioning normally'. The device has been returned for analysis.